Event description:
It was reported that thrombosis occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure was being performed, a versacross connect and a watchman trusteer access system (was) were selected for use. The physician inserted the was sheath, and prior performing the transeptal crossing, a thrombus was noted in the right atrium (ra). The patient was not responsive to heparin therefore the physician determined that crossing into the left atrium (la) was not safe. The procedure was aborted. There were no further patient complications reported. The product is not expected to return for analysis (disposed). The heparin was administered before tsp. In the physician opinion, the versacross device did not malfunction or contribute to patient condition. Both versacross dilator and rf wire were inside the body at the time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.